Event description:
It was reported that; the occipital plate tulip sheered off on the patients right side. Issue was noticed at three-month follow-up films.

Manufacturer narrative:
Method: device not returned; results: one oasys midline occiput plate assy was confirmed to have a tulip pin to plate fractured via x-ray examination. Manufacturing records could not be reviewed, device not returned. The device remains implanted with no plans for revision surgery. Conclusion: the probable root cause of the tulip fracture is the rod that was not sufficiently shaped to fit the tulip.

Event description:
It was reported that; the occipital plate tulip sheered off on the patients right side. Issue was noticed at three-month follow-up films.